Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with four resolute onyx rx coronary drug eluting stents on (B)(6) 2018 reports having an mi on (B)(6) 2018. The patient query's why an mi occurred post implantation of the four stents. A guide to understanding your des procedure was sent to the patients address.